Manufacturer narrative:
H6: the quality investigation is complete

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there was a few minutes delay to obtain a replacement blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there was a few minutes delay to obtain a replacement blade. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.